Event description:
A malfunction alarm was reported with no notable events occurring beforehand. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer planned to use multiple daily injections (mdi) as a backup therapy to continue insulin delivery. Technical support arranged to replace the faulty pump and confirmed the customer's shipping address. The customer was also instructed on how to put the pump into storage mode and agreed to return the problematic pump using a prepaid label within ten days.